Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 at with a high blood glucose level of over 590 mg/dl. The customer was treated for their blood glucose with syringes. The customer declined to check their settings and to check the settings on their insulin pump. The customer stated that they will consult their healthcare provider about adjusting the settings on their device. The customer was advised to change the infusion set and reservoir.